Event description:
It was reported that pt is having more seizures. It is unknown whether seizures are above or below pre-vns baseline. Pt will have generator replacement surgery. Attempts for further info are in progress.